Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 1/30/2025. H3/h6: one device was returned for analysis. No service history was found. Error was confirmed during review of event log. Visual and functional testing was performed. Motor test confirmed complaint. Debris was removed from gears. Device passed testing post repair.